Manufacturer narrative:
Heartsine evaluated the device and verified the reported issues. Corrosion was found within the on/off button and the shock button, which indicated the device had been stored outside the indicated conditions. The fault could not be replicated after the corrosion was cleared. The device was scrapped and the customer received a replacement device. The cause was traced to storage of the device outside of indicated conditions.

Event description:
The customer contacted heartsine to report that their device's on/off shock button is not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device's on/off shock button is not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.